Manufacturer narrative:
Follow-up # 1 date of submission 05/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/02/2014 with the following results:evaluation revealed a dim and discolored display screen. Unrelated to the complaint, evaluation revealed a cracked battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The display is dim and cannot be easily read. The issue has occurred for two months prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The alert date for this pi is (B)(6) 2014.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.